Manufacturer narrative:
The reported field event of inability to loosen the set screw was confirmed. The rv(df4) set screw was stripped causing the physician to not be able to open the header screw in the field. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that during a procedure for device upgrade, the set screw was unable to be loosened resulting in the inability to disconnect the right ventricular (rv) lead from the device. The rv lead was capped and a previously capped rv lead was connected to the new device. The patient was in stable condition.